Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, mobility. Possibly too high torque during insertion or insufficient cooling with fully guided template. Implantation in grown bone, good bone quality and thickness, everything perfect, implant loss in this situation completely unusual.